Manufacturer narrative:
It was reported that the customer stated the semi electric bed is not functioning properly, with the head section only moving a short distance upward and descending very slowly, and the foot section not functioning at all. The customer reported that installing a new battery caused rapid battery drain. The pendant buttons were reported as not functioning or stuck, while no wiring damage, liquid damage, or overheating was observed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer stated the semi electric bed is not functioning properly, with the head section only moving a short distance upward and descending very slowly, and the foot section not functioning at all. The customer reported that installing a new battery caused rapid battery drain. The pendant buttons were reported as not functioning or stuck, while no wiring damage, liquid damage, or overheating was observed.